Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had increased anxiety and tremor in the morning. Since the patient was reprogrammed on (B)(6) 2016 the patient had noticed those symptoms occurring. The patient had a history of mental health issues including anxiety disorder and possible bipolar disorder. The patient had become more despondent since the programming that occurred the week prior to report. They had a rash recently but it was due to a new medication that the patient was taking and the rash resolved once the medication was stopped. The programming session on (B)(6) was only the 2nd programming session since the patient had their deep brain stimulator (dbs) system. The patient was going to be seen again in the near future to have their dbs programming checked. It was further reported the consumer was walked through on reducing the voltage on the ins from 2.2 to 2.0v. The consumer had already reduced the voltage on the other side from 3.0 to 2.8v. When they first checked both inss with the patient programmer (pp) they were both off. It was not known how long the stimulation had been off for. The patient's tremor had been worse and they weren't feeling so well. The patient had just taken their medications and they were anxious. The stimulation was on for both sides and the voltage had been decreased on both sides. Please see manufacturer report #3004209178-2016-07428 for information on the patient's concomitant system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.